Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2007, and on his right side on (B)(6) 2007. He eventually developed pain in his thighs and popping and grinding in his hip areas. Additionally, he has elevated levels of cobalt and chromium in his blood. Doi: (B)(6) 2007 - dor: unk (left side). Doi: (B)(6) 2007 - dor: unk (right side). (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.